Event description:
The faradrive steerable sheath was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that when the farawave catheter was inserted halfway through the sheath, reverse bleeding was drawn, and air was drawn more than normal. The valve of the sheath was damaged when inserting the catheter into it, causing air entry. Afterwards, st elevation was confirmed on electrocardiogram (ECG), so coronary angiography (cag) was performed. No significant stenosis was noted. The device was replaced and procedure was completed successfully. The sheath has been returned and is awaiting analysis.

Event description:
The faradrive steerable sheath was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that when the farawave catheter was inserted halfway through the sheath, reverse bleeding was drawn, and air was drawn more than normal. The valve of the sheath was damaged when inserting the catheter into it, causing air entry. Afterwards, st elevation was confirmed on electrocardiogram (ECG), so coronary angiography (cag) was performed. No significant stenosis was noted. The device was replaced and procedure was completed successfully. The device is expected to be returned for analysis.

Manufacturer narrative:
D2a. Common device name: corrected. The device was returned to boston scientific for analysis. Visual inspection showed no outer abnormalities. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. The sheath's handle cap and valve hub cap were removed to examine the hemostatic valves under the microscope. The internal hemostatic valve had tears by the center slit. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath. This finding indicated the potential source of leakage and air ingress.